Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading received on a hcp meter. She further reported that on (B)(6) 2019 she experienced ¿confusion, nausea and dizziness¿. Customer reported having contact with a healthcare provider where the following comparison was done: sensor: 497 mg/dl vs hcp meter: 35 mg/dl. Customer was treated with a glucagon injection and then was given food to eat. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a higher reading from her adc freestyle libre sensor than a reading received on a hcp meter. She further reported that on (B)(6) 2019 she experienced ¿confusion, nausea and dizziness¿. Customer reported having contact with a healthcare provider where the following comparison was done: sensor: 497 mg/dl vs hcp meter: 35 mg/dl. Customer was treated with a glucagon injection and then was given food to eat. No additional treatment was reported. There was no report of death or permanent injury associated with this event.